Event description:
New information received indicates that programming changes were made, and the patient was fine afterwards.

Event description:
It was reported that a patient received inappropriate atp therapy due to atrial undersensing. Programming changes were recommended.

Manufacturer narrative:
.